Event description:
The home patient(hp) was overfilled while using the homechoice pro cycler for apd therapy. The hp was "dry" during the day and had no fluid in the peritoneum, however, the healthcare professional had revised the prescription to include an additional manual day exchange of 2000mls. According to the hp, the day exchange is drained during the initial drain phase of the subsequent apd therapy, typical drain volume being approximately 2200mls. The hp began to feel full once 1029mls of the programmed fill had been delivered. The hp placed the cycler into a manual drain, removing 4384mls of fluid before continuing therapy to completion with no further difficulties. The hp related that there was no patient injury or medical intervention.